Event description:
The patient is on continuous IV fluid 100 ml/hr using pump number (B)(4). An IV recorded 23 ml of fluid in 13 minutes during the IV pump infusion check. The correct calculated dosage in 13 minutes should have been 21.6 ml. For highly alert drugs, a variation of 1.3 ml is significant.